Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013, 419688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.